Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of blood glucose ranging from 50 to 403 mg/dl. Customer states they are unable to exit the "preparing to prime" loop. The customer was wearing the insulin pump during their hospital stay. The customer treated their blood glucose levels with IV fluids. The customer was found unconscious and had already had their toe amputee in the past. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.